Manufacturer narrative:
Investigation summary: although the reported alarms and pump stop were confirmed via the submitted log file, a specific cause could not be determined through this evaluation. The center reported that the patient had low speed advisory alarms and pump off alarms in their history. The majority of the events captured in the log file were routine power changes and pi events. There was one pump stop event captured on (B)(6) 2018 while the patient was supported by the power module. During this time, pump power was slighted elevated and flow decreased slightly. The low speed hazard and low flow hazard alarms were triggered during this pump stop event. Also of note, there were two low flow hazard alarms occurring on (B)(6) 2018. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. Multiple requests for additional information were sent to the customer; however, no additional information was received. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including pump off alarms and low flow alarms, and the actions associated to resolve the alarms. This document explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3 years, 7 months, 4 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was pump stoppages on (B)(6) 2018 on power module. A shot-to-shield was suspected. There were 2 isolated low flow events on (B)(6) 2018. These are unrelated to the pump stoppage on (B)(6) 2018. The low flow events occurred at times when the patient may have been sleeping and may not have persisted long enough to trigger an alarm. Additional information was requested but not yet provided.